Manufacturer narrative:
Physician elected to leave the implanted with no change to aid with diagnostics. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during normal device change out, the right atrial (ra) lead was found dislodged. It was noted that high atrial threshold measurements were observed at that time. No adverse patient effects were reported.